Event description:
Boston scientific crm received information that during the implant procedure difficulty was encountered while trying to seat the rate/sense portion of the defibrillation lead into the connector block of this device. It was noted that the lead was properly seated and while closing the pocket, premature ventricular contractions were noted on the monitor. The device was interrogated and found to have out of range impedance measurements. The lead was re-seated and the pocket was closed.

Manufacturer narrative:
The device remains in service. The physician expressed dissatisfaction regarding the setscrews of this device. This clinical observation was attributed to the difference in renewal 3 and 4 header design from previous headers. A product update outlining the setscrew location was sent out to the field representative in 2004.